Manufacturer narrative:
Date of event, lot number, expiration date, and manufacture date are unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the lower cuff of the trach is defective and loses air. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No device was returned for investigation, no root cause able to be determined. Manufacturing device history review not able to be done as no lot number was provided.